Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder operation ('gall bladder removal surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain/weight loss") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral) and gall bladder removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gallbladder operation, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, migraine, headache and weight fluctuation had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gallbladder operation, headache, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated dysmennorhea (cramping), pelvic pain/chronic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, weight gain, weight loss, gall bladder removal surgery, essure confirmation test(s) conducted, specify: no. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.